Manufacturer narrative:
Initial reporter is synthes sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during unknown procedure, the little clips of the two (2) radiolucent aiming arms for femoral recon nail that held an unknown drill sleeve in place, were not functioning. Procedure outcome is unknown. No adverse event was reported. Concomitant device reported: unknown guides/sleeves/aiming: guide (part# unknown, lot# unknown, quantity# unknown). This report is for one (1) radiolucent aiming arm/frn greater trochanter. This is report 1 of 2 for (B)(4).